Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: the device was note returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. Investigation conclusion: based on thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported via literature that the study subjects experienced distal embolization and vascular perforation. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "one-year patency and safety of the intra-calcium wiring endeavor with jetstream atherectomy (ice-jet)". The literature analyzed 77 cases of patients who underwent the intra-calcium wiring endeavor with jetstream atherectomy (ice-jet) method which combines intra-calcium wiring under intravascular ultrasound (ivus) guidance with jetstream atherectomy for severely calcified lesions in the femoral-popliteal artery. The procedure was successful in 83% of the 77 cases, with a 1-year primary patency rate of 89% and a tlr-free rate of 95%, indicating favorable outcomes. It was reported distal embolism occurred in 2.6%, and there were two cases of vascular perforation.